Event description:
Inr home monitor comparison: patient's home inr meter read 2.8. Peripheral blood sample from similar visit was 2.3.

Event description:
Inr home monitor comparison: patient's home inr meter read 2.8. Peripheral blood sample from similar visit was 2.3.